Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
There was a very small piece of metal in mouth and also the brush on the head has become loose / broken brush [device breakage]. No adverse event. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that he/she was brushing his/her teeth with an oral-b vitality series toothbrush and suddenly he/she felt something hard. The consumer elaborated that there was a very small piece of metal in his/her mouth and also the brush on the oral-b flexisoft or precision clean brushhead had become loose. No symptoms developed. On 31-jul-2016 received consumer's follow-up e-mail: the consumer clarified that the brush itself had not broken off, but it was very loose. He/she reported that with a coin, the logo did not come off; he she also tried it with a sharp knife. The consumer purchased the brush heads as a package of 4, and he/she was now using the 4th one. The consumer retained the broken brush. No further information was provided.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
There was a very small piece of metal in mouth and also the brush on the head has become loose / broken brush [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that he/she was brushing his/her teeth with an oral-b vitality series toothbrush and suddenly he/she felt something hard. The consumer elaborated that there was a very small piece of metal in his/her mouth and also the brush on the oral-b flexisoft or precision clean brushhead had become loose. No symptoms developed. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer clarified that the brush itself had not broken off, but it was very loose. He/she reported that with a coin, the logo did not come off; he she also tried it with a sharp knife. The consumer purchased the brush heads as a package of 4, and he/she was now using the 4th one. The consumer retained the broken brush. No further information was provided.